Manufacturer narrative:
(B)(4). Batch manufacturing records of t8040 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What was used to complete the procedure? Did the surgery was completed successfully? What is the event day and procedure date? Did the patient suffer from any consequence due to the issue (breakage suture)? Could you please confirm how many devices present the issue (breakage suture)? Note: events reported in 2210968-2020-10228. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2020 and suture was used. During surgery, the suture broke off. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2021.   H3 evaluation: complaint sample: complaint sample was not received for investigation. Five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.